Manufacturer narrative:
Additional information received: it was stated that there was incomplete sealing not due to anatomy or disease progression. The sponsor assessed the event as being causally related to the device and possibly related to the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a new endoleak, type ia proximal end with aneurysm expansion, was observed on core lab review. The event involved the use of a stent graft endur iis bif. The assessment by the sponsor indicated a possible relation to the device and procedure. No additional medical intervention was required to prevent permanent injury or impairment. It was reported that the corelab review of cts from approximately 10 months post-index procedure reported an undetermined endoleak type and aneurysm expansion. The site reviewed imaging from approximately 11 months post-index and did not report any endoleak. Corelab deemed the these same images no suitable for review no patient complications have been reported as a result of this event.